Manufacturer narrative:
The device was not in use on a patient at the time of the event, however not in clinical use could not be ruled out. The context of the event was unable to be determined due to limited information provided by the customer. The central processing unit (cpu) assembly was returned to failure investigation for analysis. A visual inspection of the part revealed no evidence of damage or contamination. Following testing, it was determined the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code. The customer's reported issue was verified.

Manufacturer narrative:
G4:13nov2020. B4:16nov2020. The field service engineer (fse) confirmed the reported issue and verified the error code in the event log. The fse replaced the cpu pcba to resolve the reported issue. The device passed all testing successfully and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
It was reported to philips that the device has a back up alarm failure. The device was not in use at the time of the event. The customer stated this was a recurring issue as the fse had just repaired the device. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.